Event description:
Information was received from the patient receiving intrathecal fentanyl and morphine (unknown) via an implantable pump for non-malignant pain. It was reported that the patient said they fell and broke their tailbone and they could not find their identification (ID) card and they want to do a magnetic resonance imaging (MRI). The patient stated they had not used the pump/therapy since about 2 months after the pump was implanted because the pump malfunctioned and it did not help them, so they stopped using the therapy. Patient stated they tried morphine and that did not work, they tried another drug that did not work and fentanyl the last drug they had in the pump which also did not work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.